Manufacturer narrative:
Corrected data: d1, d2a, d2b, d4, g4, h4.

Event description:
Healthcare professional reported "patient who comes to the office for discomfort and suspicion of intracapsular rupture." Record is for left side. Device has been explanted.

Event description:
Healthcare professional reported "patient who comes to the office for discomfort and suspicion of intracapsular rupture." Record is for left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: not observed ¿ breast pain: unable to observe. As per the investigation procedure, deformation, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Breast pain: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Continued: e1: phone number: (B)(6).

Event description:
Healthcare professional reported left side intracapsular rupture. Device has been explanted.